Manufacturer narrative:
Age at time of event: 18 years or below.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately calcified left forearm vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. A peripheral cutting balloon was used and completed the procedure. No patient complications were reported.